Event description:
It was reported that a pt sustained a burn on her elbow during a mr scan. During the scan, the pt informed the operator that her elbow was getting very warm. She later sought medical attention from a different healthcare provider, and informed the user facility that performed the scan of her injury via phone. The injury was described as a 2nd degree burn with blistering. The pt sustained burns resulting from contact point heating due to inadequate pt padding, which allowed the pt's arm to directly contact the bore wall. No other details of the size and severity of the injury were provided. Attempts by the user facility to f/u with the pt were unsuccessful.

Manufacturer narrative:
A ge service rep performed an on-site investigation of the system involved in this incident. The system was found to be operating within specification. Warnings and instructions related to this hazard are included in the system's labeling.